Event description:
On august 24, 2009, the lay-user/patient contacted lifescan, alleging that the one touch basic meter is giving a clean test area message. On september 3, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during initial phone call. The pt tests her blood glucose 4 times per day and manages her diabetes with lantus insulin (60 units at night and 20 units in the am) and oral diabetes medication (1000mg twice per day). After the clean test area issue began approximately 3 weeks prior to contacting lfr, the pt claimed she was not able to test her blood glucose as frequent as she usually tested her blood glucose. During this time period, the pt reportedly developed symptom of shakiness a couple of times. During both instances, the pt was unable to obtain her blood glucose reading before and during the aforementioned symptoms. The pt treated her symptom by "drinking something sweet." The duration of the symptom lasted approximately 10 minutes. The pt indicated that had she been able to test her blood glucose on the days of the symptom, she may have been able to prevent what she felt was a low blood glucose condition. During troubleshooting, the customer care advocate verified that the correct testing technique was used. This complaint is being reported because the pt claimed she had symptom that can be associated with hypoglycemia after she was unable to test her blood glucose due to the product issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.